Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon fragment occurred. Access was obtained through the femoral artery. The de novo lesion was located in the common iliac artery. The physician deployed an unspecified stent in the target lesion and then advanced a 10.0-40,80 wanda balloon to the stent to post dilate. On the first inflation the balloon ruptured. Then during removal from the introducer sheath the device got stuck with the sheath and a fragment of the balloon remained in the patient. The patient was taken to surgery and the balloon fragment was successfully removed. The patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)